Event description:
It was reported that the nitinol-wire broke during an anterior cruciate ligament reconstruction. The piece of the wire remained in the patient's knee. Post operatively, the patient complained about pain and claimed he had/has an infection in his knee. No further patient information is available, and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the lot number was not provided. Therefore, the device history could not be reviewed and the manufacturing date was not determined. Previous investigations indicate broken wires typically occur from excessive force applied during use; and infection cases have been determined to be typically hospital acquired and not product related. The type of infection the patient reports remains unknown. The cause of the complainant's event could not be determined from the information available and without device evaluation.